Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic torn with debris on lens. Claim #(B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1 implantable collamer lens, -11.5 diopter tore during injection into the patient's left (os) eye. This occurred on (B)(6) 2018. On (B)(6) 2021 the lens was exchanged with a same size lens, the patient complaining of discomfort and the lens was slightly off-center. The cause of the event is reported as unknown: "according to the surgeon the lens was stuck and it had difficulty opening and one 'ear' was slightly broken during injection...however the surgeon left it implanted. The patient complaining of discomfort and the lens being off-center, the surgeon decided to change this broken len with a new one."